Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely for routine follow-up. Upon interrogation, the right ventricular lead exhibited low impedance and noise which led to pacing inhibition. No intervention was reported.